Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was faulty since they were unable to reset fms using handpiece buttons and also unable to change mode on handpiece, was confirmed. It was found that the resistance values of the keypad were out of range and that it's buttons were not functioning. Further, motor was found to be corroded and runs not constantly and also the protective earth resistance of the motor cable was out of range. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and could have caused the damage to the motor cable and the keypad of the hand control set. The corroded motor has a tendency to stick and not turn. The defective buttons of the keypad are thus responsible for the complaint reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/28/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the fms tornado micro handpiece with buttons device was faulty that it could not be reset using handpiece buttons and changed the mode on handpiece. During in-house engineering evaluation, it was determined that the motor was corroded. There was no delay in the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.